Manufacturer narrative:
The cause for the (B)(6) results when compare to the test results from other (B)(6) markers or (B)(6) results repeated on another diagnostic test system is unknown. Actual test results have not been provided. Siemens is investigating further. No conclusion can be drawn. The instructions for use (IFU) states in the intended use section: "the (B)(6) assay is an in vitro diagnostic test for the qualitative determination of total (B)(6) systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic (B)(6) infection and in the determination of the clinical status (B)(6) infected individuals in conjunction with other (B)(6) markers for the laboratory diagnosis of (B)(6) disease associated with (B)(6) infection. This assay can also be used as an aid in the differential diagnosis in individuals displaying signs and symptoms of (B)(6) in whom etiology is unknown." The instructions for use (IFU) states in the limitations section: "the (B)(6) assay is limited to the detection of total (B)(6). Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) virus or potentially infectious units of blood and may generate (B)(6) results. Assay performance characteristics have not been established when the (B)(6) assay is used in conjunction with other manufacturers' assay for specific (B)(6) markers. Assay performance characteristics have not been established for the use of the (B)(6) assay as an aid in determining susceptibility to (B)(6) infection prior to or following vaccination in infants, children, or adolescents."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00058 on (B)(6) 2014 for (B)(6) advia centaur xp (B)(6) total ((B)(6) patient results. On (B)(6) 2014 - additional information: siemens performed an advia centaur (B)(6) total study and the data does not indicate the advia centaur assay is out of specifications. The cause for the (B)(6) advia centaur xp (B)(6) total results when compare to the test results from other (B)(6) markers or (B)(6) results repeated on another diagnostic test system by the customer is unknown. Patient sample were not provided, therefore the (B)(6) results cannot be confirmed or root cause identified. No conclusion can be drawn. The instructions for use (IFU) states in the intended use section: "the advia centaur (B)(6)total assay is an (B)(6) using the advia centaur and advia centaur xp systems. This assay can be used as (B)(6) and in the determination of the clinical status of (B)(6) individuals in conjunction with other (B)(6) markers for the laboratory diagnosis of (B)(6) associated with (B)(6). This assay can also be used as (B)(6) in the differential diagnosis in individuals displaying signs and symptoms of (B)(6) in whom etiology is unknown." The instructions for use (IFU) states in the limitations section: "the advia centaur (B)(6) total assay is limited to the detection of total (B)(6). Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) is used in conjunction with other manufacturers' assay for specific (B)(6) markers. Assay performance characteristics have not been established for the use of the advia centaur (B)(6) total assay as (B)(6) prior to or following vaccination in infants, children, or adolescents."

Event description:
(B)(6) patient results obtained by the customer are considered discordant when compare to additional (B)(6) marker test results or (B)(6) results repeated on another diagnostic test system. The customer performed an 18 month (B)(6) evaluation and determined that approximately (B)(6) tests are run per month. Of the approximately 800 (B)(6) that are run monthly, 10 to 20 will fall within the laboratory's defined gray zone and one to two of the grey zone test results are confirmed as (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) assay results.